Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was located in the superficial femoral artery and was 99% stenosed, moderately tortuous and moderately calcified.